Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection revealed a non-OEM top case and bottom case as well as a missing battery. Review of the event history logs showed a motor rate error (mre). Functional testing was performed but the mre was unable to be replicated. The root cause of the issue was not able to be determined. The lead screw end nut was found to be loose and was shimmed within specification. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a motor rate error. It is unknown if there was patient involvement, no adverse patient effects were reported.